Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The atrial capture threshold is steady at approximately 0.32 volts through (B)(6) 2016, and then rises out of range by (B)(6) 2016.

Event description:
It was reported that capture management indicated two high thresholds measurements on the atrial lead. Additionally, the patient began experiencing diaphragmatic stimulation. The parameters on the lead were reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the atrial lead was explanted and replaced. It was noted that the lead was completely coiled up in the pocket with the tined tip trapped within the suture anchor sleeve which was still sutured into place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.